Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the y1 ((B)(4)) component was open on the bedside board. The cause of the resets is the open component. The root cause of the open component cannot be positively identified. No adverse event resulted from the defective charger/modem.